Event description:
As reported, the balloon of the 5f mynx control vascular closure device (vcd) ruptured and could not be used. The balloon lost pressure after being pulled to the arteriotomy. The malfunction occurred during patient use and the device was removed. The procedure was completed by manual compression for 20 mins. There was no reported patient injury. No issue was noted while inflating the balloon. The buttons where not observed to be depressed. The device was stored and prepped per the instructions for use. The deployer¿s was mynx certified. A 5f non cordis sheath was used. There were no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no presence of pvd / calcium in the vicinity of the puncture site. The patient was not hospitalized, and the hospitalization was not extended as a result of the event. The patient recovered after the event. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# f2125201 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of the 5f mynx control vascular closure device (vcd) ruptured and could not be used. The balloon lost pressure after being pulled to the arteriotomy. The malfunction occurred during patient use and the device was removed. The procedure was completed by manual compression for 20 mins. There was no reported patient injury. No issue was noted while inflating the balloon. The buttons where not observed to be depressed. The device was stored and prepped per the instructions for use. The deployer¿s was mynx certified. A 5f non cordis sheath was used. There were no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no presence of pvd / calcium in the vicinity of the puncture site. The patient was not hospitalized, and the hospitalization was not extended as a result of the event. The patient recovered after the event. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock closed. The sealant remained in manufacturing position and exposed to blood. The syringe was not returned with the device. The procedure sheath was locked on to the sheath catch. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device. The results revealed a leak in the balloon. Per microscopic analysis, a longitudinal tear in the balloon of the returned device was revealed. A product history record (phr) review of lot f2125201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. Vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.